Manufacturer narrative:
Additional devices listed in this report: cat # 5515f701, lot # sxs6y, description: triathlon ps fem comp #7l-cem; cat # 5520b700, lot # efd7n, description: triathlon prim cem fxd bplt #7; cat # 5550-g-298, lot # 90w4, description: triathlon symmetric x3 patella; cat # 5575x000, lot # eka4x, description: triathlon fix. Peg 2 per pk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a triathlon x3 insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no product was returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as medical records, patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that patient had left knee revised due to infection.

Event description:
It was reported that patient had left knee revised due to infection.